Event description:
Unomedical reference number (B)(4). Event occurred in canada . It was reported that patient faced infusion set fell off events during use on (B)(6) 2024. The infusion set was in use for 12-18 hours. Blood glucose level reported during an event was 7.7 mmol/l. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.